Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's wake button was not working. The customer was able to access the pump features when the pump was plugged into a power source. The customer's blood glucose (bg) level was 365 mg/dl and a correction bolus was delivered to address the bg level. The customer was to continue to use the pump to manage diabetes. .